Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer consumed glucose tablets and juice to address bg. The event did not cause an injury. Tandem technical support educated the customer on system requirements. No additional patient or event information was available.